Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient sex unknown / not provided. Lot number unknown / not provided. Additional PMA/510(k) number; k011028 / k013227.

Event description:
It was reported that the patient had infection and bone loss. The implant was removed and the site grafted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The tapered screw-vent implant (tsvb16) was documented not available for evaluation. Since the product was not available, an physical evaluation could not be performed. The implant was located at dental positions 7 (universal) and was implanted for approximately 8 years. The patient was also reported to have low density bone. X-ray/picture evaluation: the x-rays provided for the reported complaint of bone loss and infection was reviewed by subject matter expert (sme) in medical affairs and bone loss was confirmed. Infection could not be verified as it cannot be confirmed via x-ray. Appropriate documentation was reviewed and the following information was identified: documents reviewed: instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants - 4869 rev 7-01/16 information identified: contraindications, warnings, precautions, breakage, adverse effects. As per the applicable IFU, under section contraindications, poor bone quality, poor patient oral hygiene, heavy tobacco use, uncontrolled systemic diseases (diabetes, etc.), reduced immunity, alcoholism, drug addiction, and psychological instability may contribute to lack of integration and/or subsequent implant failure. Infection and bone loss are also potential adverse effects of implant placement. Complainant reported bone loss and suppuration noted around implant. Based on the radiographs, the reported complaint of bone loss is confirmed. However, the reported infection remains non-verifiable as it cannot be confirmed via x-ray. A definitive root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report, d3: manufacturer, g2: office contact - manufacturing site, g4: date received by manufacturer, g7: type of report, follow-up number, h2: follow up type, h6: evaluation codes, h10: additional narrative.